Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 468-469 mg/dl and diabetic ketoacidosis (dka). Customer was treated with intravenous saline and insulin while in the emergency room, and was released on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Customer alleged that no ketones were present although it was confirmed that customer was in dka. Additional information was not provided. Customer declined to further troubleshoot with tandem technical support.